Event description:
Boston scientific received information that an alert was received for this system due to pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. Additionally, lv threshold measurements had increased. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.